Manufacturer narrative:
It was previously reported that the investigation was still in progress, however, this was reported in error; the investigation has been completed and was reported on the initial MDR filed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown acetabular cup item#: unk, lot#: unk. Unknown acetabular liner item#: unk, lot#: unk. Unknown femoral stem item#: unk, lot#: unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient is being considered for revision on unknown day for unknown reason after hip arthroplasty. Attempts have been made and no further information has been provided.